Event description:
During administration of vaccines, on two separate occasions, the 25g 1" needle became loose from the hub and remained in the pediatric patient's skin following the injection. The needle was removed by the team member. No patient harm noted for either patient. This report involves two separate pediatric patients with 2 different lot numbers of the same gauge and length bd safetyglide needle. Lot numbers involved patient #1 (B)(6) 2026, lot 5197895, exp 6/30/2030. Patient #2 (B)(6) 2026, lot 5174468, exp 5/31/2030. Health effect code: 4582. Device problem code: 1371, 3015. Reference report: mw5183290.